Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that, on (B)(6) 2017, the patient experienced ventricular fibrillation / ventricular tachycardia and underwent cardioversion. The ventricular tachycardia thought to be due to patient condition and not device related. The results of echocardiography performed on (B)(6) 2017 showed left ventricle apical clots and possible clot along the septum. Inr was 1.22. No additional information was provided.

Manufacturer narrative:
The report of thrombus within the patient''s left ventricle could not be confirmed and a specific cause for this finding could not conclusively be determined through this evaluation. Thrombus, bleeding and cardiac arrhythmia are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.